Event description:
Procedure: lap appendectomy. According to the reporter: when the surgeon was removing trocar from pts abdomen, the screw dislodged and fell into pt's abdomen. No new product was opened in place of the faulty one as it was at the end of the procedure that the screw was noticed in the pt's abdomen. The incision did not need to be extended as the surgeon was able to retrieve the screw using an endo grasp instrument and removing it through the port. Surgery time was not extended by more than 30 minutes. Pt was discharged.